Event description:
During a c4-5 and c6-7 acdf surgery on (B)(6) 2013, two out of four prongs on the self-retaining screwdriver for quick lock screws broke as he was implanting the second to the last screw in c7. The screw was screwed in and the surgeon was applying force on the screwdriver when it broke. The two prongs sheared off, both pieces were retrieved, one by hand and one by suction. The surgeon tightened down the locking screw and last screw with the quick lock screwdriver. Surgery was prolonged approximately a few minutes. No adverse effect to the patient was noted. No further issues reported. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A product development evaluation performed by product development engineer reports the following: 2 of the 4 prongs are sheared off just above the radius feature near the base of the prong. In order to fail this driver at the ultimate shear strength, the chu engineer calculated a torque of approximately 4.78 n-m. This torque should be more than adequate as this driver is inserting the screw into the bone for lagging and is not meant to lock the screw to the plate. However, this torque includes the polar moment of inertia of all 4 prongs. Only 2 prongs failed and the other prongs are only slightly plastically deformed. The driver may not have been fully seated in the screw engaging all 4 prongs equally. The material of the driver is optimized as it is made of (B)(4). Per the complaint description, the screw was already in and the surgeon was "really cranking down" on the screw. The excessive force may have been due to very hard bone, but as the screw was already in the plate and bone, this may not be the case. Based on the number of cslp quick-lock screws sold in the u.s. Between 3/2011 and 3/2013, the occurrence rate of the driver prongs fracturing is approximately (B)(4). Risk analysis in agile se_171034_ac was reviewed and the occurrence rate and harms identified need to be reviewed. The prongs fracturing as they did indicates that a high torque was involved after the screw was already in place. The cause of failure of the prongs on opposite ends is not clear and this complaint is deemed indeterminate from a design perspective. Further a manufacturing evaluation was performed and reports the following: the relevant dimensions can not be verified anymore because the prongs are either missing or deformed. Therefore this complaint is indeterminate from a manufacturing standpoint. The remaining prongs are bent in counter-clockwise direction which indicates that high torque was applied during the screw insertion. Also these prongs are bent outward, which let us assume that the force was not allocated on all prongs anymore, which can lead to a mechanical overload and finally to a breakage of the prongs.

Event description:
This is 1 of 1 report for complaint (B)(4).